Event description:
It was reported that the pulse generator could not be interrogated. Attempts to interrogate with several different programmers were unsuccessful. Downloads were also unsuccessful. In 2008, measured data was 2 .81 v, 11 ua, and less than 1 kohm. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.